Event description:
It was reported both retroarc needles passed through the retropubic space, and had perforated the bladder. The needles were pulled out of the bladder and back through the tissue. Consequently, both needles were re-passed. The mesh was still implanted. No further patient complications were reported in relation to this event.